Manufacturer narrative:
The customer reported that the device was getting a flashing red x. Running the opcheck would clear it, but then it would reappear later. The device was evaluated by a philips representative at the customer site. Although the device passed all testing, the status log showed a pads cable failure consistent with an incomplete electrical connection. The patient connector & therapy cable were replaced to resolve the issue.

Event description:
The customer reported that the device was getting a flashing red x. Running the opcheck would clear it, but then it would reappear later.